Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a hemodialysis (hd) patient complained about feeling an electrical shock at their access during an hd treatment on a fresenius 2008k2 machine. It was reported that this occurred three times during the treatment. According to the biomed, the registered nurse (rn) also felt a shock when they went to turn off the blood pump. The biomed reported testing the outlet with an electrical safety analyzer (0.28 microamps). They stated the chassis ground was 0.13 ohms. The biomed did not feel an electrical shock when they turned the blood pump on and off. The power plug was examined and reported to be in good shape; there were no signs of discoloration. The module grounds were also checked and confirmed to be securely connected. Furthermore, the 2008k2 machine was not showing any diagnostic messages. Additional details were provided through follow-up with the rn who was shocked and a different biomed from the facility. The rn confirmed that a patient was in hemodialysis (hd) treatment when they first complained of feeling an electrical shock at their access. The rn went to the patient¿s chairside to provide support and assess the situation. At first, the rn presumed the needle was ¿bumping up¿ against the wall of the patient¿s vein and giving them a funny feeling. The rn suspected they were feeling a vibrating sensation. By the time the rn arrived at the patient¿s side, the patient stated they were no longer experiencing the electrical shock feeling. This occurred three times, with the nurse leaving the patient and coming back. After the third time, the rn decided to stop the treatment. They pressed the on/off switch above the blood pump and immediately felt a shock that reverberated up into their shoulder blade. The rn jumped back, walked around the hd machine, and unplugged it from the wall. It was confirmed there were no signs of arcing or sparks. The rn also stated there were no unusual noises heard coming from the machine (during the event). The machine was confirmed to be plugged into a ground-fault circuit interrupter (gfci) outlet. The rn hand-pumped the patient¿s blood back (no blood loss occurred) and offered to set the patient up on a different machine. The patient declined. The patient did not experience any additional symptoms and did not require any medical intervention. The nurse's arm reportedly felt funny for a few hours before returning to normal. The rn also did not require medical intervention. The rn removed the machine from the floor and put a ¿yellow lock box¿ on the system to prevent further use of the device. The biomed who contacted fresenius ts subsequently inspected the machine. The biomed replaced the blood pump because the on/off button is located directly above it. During follow-up it was confirmed that the biomed had turned the machine on and off multiple times without getting shocked. The biomed also performed an electrical safety test (est) on the machine and it passed. The machine had 24,907 hours on it with no previous history of failing the electrical leakage test. At the time of follow-up, it was confirmed that the machine had been returned to service and was fully operational. The machine had been used several times since without reoccurrence or any other issues. The patient was utilizing a nipro elisio dialyzer, a medisystems streamline bloodline, and a nipro safety-touch 2 15-gauge 1¿ needle. The patient uses a fistula, and their access is located on their upper left arm. The rn declined to provide any patient demographics. However, it was confirmed the patient has returned to the clinic and is continuing hd therapy without any further issues. The blood pump module was not available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a hemodialysis (hd) patient complained about feeling an electrical shock at their access during an hd treatment on a fresenius 2008k2 machine. It was reported that this occurred three times during the treatment. According to the biomed, the registered nurse (rn) also felt a shock when they went to turn off the blood pump. The biomed reported testing the outlet with an electrical safety analyzer (0.28 microamps). They stated the chassis ground was 0.13 ohms. The biomed did not feel an electrical shock when they turned the blood pump on and off. The power plug was examined and reported to be in good shape; there were no signs of discoloration. The module grounds were also checked and confirmed to be securely connected. Furthermore, the 2008k2 machine was not showing any diagnostic messages. Additional details were provided through follow-up with the rn who was shocked and a different biomed from the facility. The rn confirmed that a patient was in hemodialysis (hd) treatment when they first complained of feeling an electrical shock at their access. The rn went to the patient¿s chairside to provide support and assess the situation. At first, the rn presumed the needle was ¿bumping up¿ against the wall of the patient¿s vein and giving them a funny feeling. The rn suspected they were feeling a vibrating sensation. By the time the rn arrived at the patient¿s side, the patient stated they were no longer experiencing the electrical shock feeling. This occurred three times, with the nurse leaving the patient and coming back. After the third time, the rn decided to stop the treatment. They pressed the on/off switch above the blood pump and immediately felt a shock that reverberated up into their shoulder blade. The rn jumped back, walked around the hd machine, and unplugged it from the wall. It was confirmed there were no signs of arcing or sparks. The rn also stated there were no unusual noises heard coming from the machine (during the event). The machine was confirmed to be plugged into a ground-fault circuit interrupter (gfci) outlet. The rn hand-pumped the patient¿s blood back (no blood loss occurred) and offered to set the patient up on a different machine. The patient declined. The patient did not experience any additional symptoms and did not require any medical intervention. The nurse's arm reportedly felt funny for a few hours before returning to normal. The rn also did not require medical intervention. The rn removed the machine from the floor and put a ¿yellow lock box¿ on the system to prevent further use of the device. The biomed who contacted fresenius ts subsequently inspected the machine. The biomed replaced the blood pump because the on/off button is located directly above it. During follow-up it was confirmed that the biomed had turned the machine on and off multiple times without getting shocked. The biomed also performed an electrical safety test (est) on the machine and it passed. The machine had 24,907 hours on it with no previous history of failing the electrical leakage test. At the time of follow-up, it was confirmed that the machine had been returned to service and was fully operational. The machine had been used several times since without reoccurrence or any other issues. The patient was utilizing a nipro elisio dialyzer, a medisystems streamline bloodline, and a nipro safety-touch 2 15-gauge 1¿ needle. The patient uses a fistula, and their access is located on their upper left arm. The rn declined to provide any patient demographics. However, it was confirmed the patient has returned to the clinic and is continuing hd therapy without any further issues. The blood pump module was not available to be returned for evaluation.